Manufacturer narrative:
The customer reported having a "pc registration error", a "pc bottle masked error", an "abn low signal", and a "reagent pack masked" error. Qc was within specification, on the day of the event, prior to the patient samples being tested. The field service representative found a leaky tubing. He corrected the issue. After service, no issues were reported by the customer. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 801 analytical unit. The initial result was >3000pg/ml with a data flag. The sample was automatically diluted and the repeated result was 70 pg/ml. The result was reported outside of the laboratory, but the patient was not affected. The customer received multiple alarms on the analyzer and decided to repeat the sample. The sample was repeated on another e801 analyzer and the result was 35 pg/ml. This result was believed to be correct and a corrected report was sent. The reagent lot number is 56673001 with an expiration date of 31-aug-2022. The results were reported outside of the laboratory.

Manufacturer narrative:
There was no indication of a performance issue with the reagent. The sample was visually examined and no issues were observed. The field service representative performed system primes and cleaned the reagent probe to ensure the liquid level detection was working within specification. The customer performed calibration and qc with passing results. The investigation determined the service actions resolved the issue.